Manufacturer narrative:
UDI: (B)(4). Visual and dimensional analysis of the returned product confirmed the reported event as the inner and outer product labels do not match. DHR was reviewed and no discrepancies were found. The root cause was determined to be a labeling error caused by a trained operator as the re-printed label was placed on the incorrect product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a package had contained an incorrect screw size. No additional patient consequences were reported.